Event description:
Note: this MFR report pertains to the second of three devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05768 and 3005099803-2012-05688 for a description of the other devices. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced urinary problems, dyspareunia, swelling in both legs, stomach bleeding, recurrence of rectocele prolapse, chronic abdominal pain and pelvic pain. All other information is unknown.